Event description:
It was reported that gold like flakes were coming out of the device. The event occurred during a routine field service maintenance visit. No adverse event was associated with the device.